Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported the md used a sheath to insert the iab via the left femoral artery. After the iab was in position, the md found it impossible to remove the guidewire. As a result, the iab with the sheath and guidewire were removed as one unit. The md then inserted another brand iab. There were no reported patient complications.